Event description:
It was reported that on (B)(6) 2020 the patient underwent total hysterectomy and umbilical hernia repair surgery during which the surgeon noted the skin was closed with suture running subdermal. It was reported that the patient experienced bloody discharge since surgery and discharge which included pieces of suture. No additional information was provided.

Manufacturer narrative:
(B)(4). Device not returned. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent note: events reported in 2210968-2022-00283, 2210968-2022-02106, 2210968-2022-02107, 2210968-2022-02108.